Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that "the patient had a fracture on a knee prosthesis in (B)(6) 2023 operated with an axsos femur plate. He fell while gardening and broke his axsos plate. The patient was revised with a new axsos femur plate and bone graft.".

Manufacturer narrative:
Correction: please refer to d3. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received distal lateral femur plate was visually inspected in which we can see scratch marks on the plate, three locking screws stuck in the plate having their head damaged and the plate broken into two fragments. Both the broken pieces were visually inspected which shows the signs of a breakage in a fatigue manner. It is evident by a smooth topography. Lines of rest are visible planes of breakage starting on the top corners of the hole. We can also see the shiny surface on both the aircraft of breakage which indicates that both the pieces rubbed with each other after breakage. On one end of the proximal part, we can see signs of instantaneous breakage available which was caused due to excessive application of force from the sudden fall. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. In this relation following statement of the axsos 3 implants instructions for use can be mentioned: ¿the implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g.x-ray checks) are advisable.¿ (original statements) no indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected. There was no additional information, like x-rays, operation reports, implant date, patient history or activity, provided. Therefore the root cause of the breakage cannot be defined. The evaluation of the plate has shown that fatigue did lead to the breakage of the device and brittle fracture was caused due to sudden fall. If more information is provided, the case will be reassessed.

Event description:
It was reported that "the patient had a fracture on a knee prosthesis in (B)(6) 2023 operated with an axsos femur plate. He fell while gardening and broke his axsos plate. The patient was revised with a new axsos femur plate and bone graft."